Manufacturer narrative:
(B)(4). Corrected information: based on an investigation at the (B)(4) manufacturing plant the cause of the damaged filter is due to the supplier, as the millipore 0.22 micron IV express filter is received from an external supplier.

Event description:
FDA sent a notification of a medwatch report to baxter corporate on behalf of a baxter customer. The customer reported during a remicade infusion there was a leakage while using a baxter clearlink set. It was reported that on the day of the infusion at 1:50pm the infusion began and at 3:20pm a nurse noted a pool of fluid on the floor and medication was found to be leaking from the top of the filter(customer did not specifically state if the location was at the top of the filter proximal to the spike). Approximately 150ml of fluid leaked onto the floor (which included a 75ml of remicade not being infused in the patient). The nurse did setup a new adminstration set along with the medication to administer to the patient. The renigade administration was used with a sigma pump. There was no report of patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample arrived spiked into a 0.9% sodium chloride solution bag with approximately 100 ml remaining. The set was fully spiked. The set was removed from the solution bag. The septum was then visually inspected for any puncture marks. There were no puncture marks. The set was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This identified a leak at the vent hole of the filter housing outlet cap. The sample was then underwater leak tested which showed that, the vent hole of the filter housing was venting and that there were no other leaks detected throughout the set. The reported condition was confirmed; however, the cause was not identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.